Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was implanted as part of a clinical study. On (B)(6) 2025, (B)(4) days post index procedure, a computed tomography angiography (cta) revealed an incomplete closure (leak) of the closure device. The patient was on a medication regime of aspirin and rivaroxaban at the time of the event. The patient was hospitalized for further evaluation and treatment.